Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: it is unknown if a sample will be returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 4163296. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. It is unknown if a sample is available for evaluation.

Event description:
It was reported that while a consumer was injecting himself with a bd ultra fine insulin pen needle, the needle broke off in his abdomen. The consumer went to an emergency department where he was evaluated and received an x-ray. The x-ray visualized the broken needle in the fatty tissue of the his abdomen. The consumer then had a consultation with a surgeon who told him the needle was not a threat and advised him to have a repeat x-ray in one month. The follow up has been scheduled.